Event description:
Multiple venous air alarms occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The pt was hospitalized on (B)(6) 2011 due to fistula infection. Hb on (B)(6) 2011 was 9.0 g/dl which is a decrease from prior hb level of 11.8 g/dl (actual date unk). The pt received two units of blood and was discharged on (B)(6) 2011. No other medical intervention was required for the blood loss.

Manufacturer narrative:
No problem was found during evaluation and testing of the returned cartridge. The blood loss event is attributed to the operator not performing rinseback due to the presence of air in the venous line. Technical support determined that the operator was not troubleshooting the alarm per the user guide instructions for alarm recovery. The nxstage system one cycler is not available for evaluation at the time of this report. A follow up report will be submitted if applicable. Nxstage medical considers this report closed. No additional information will be provided.